Manufacturer narrative:
Additional information as been provided in d.10., g.1., g.2., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found cable damage and a detached connector cap. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specification. The handpiece was found to ¿functionally,¿ meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure the handpiece was not generating ultrasound. The handpiece passed prime/tune but when the surgeon went to use the handpiece in the first phase of the phacoemulsification mode it would not generate an ultrasound. The fluid management system (fms) was exchanged twice. The handpiece was exchanged and the procedure could be completed. There was no patient harm reported. Additional information has been requested and received.